Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had wrong tracheostomy tube inside the box, they found a size 6 tracheostomy tube inside the size 4 tracheostomy box. It was indicated that the unit was not sterile because the box was not sealed. It was also reported that the patient had a severe discomfort due to the larger size of the tube than the stoma site. The customer reported that they replaced the tube from size 6 to size to size 4.